Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation.the blade failed to rotate during the evaluation. Also, the blade failed the sharpness test hence the device would not cut during the procedure.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2011. During the procedure, the device would not cut properly. The blade turned but the cutting action was inadequate. The procedure was completed with another device and there were no adverse patient consequences.